Event description:
It was reported via repair work order that the bed had no power due to the main power switch being turned off. It was further reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.